Event description:
It was reported that an ilet pump¿s touchscreen became unresponsive, with only the middle hardware button functioning, and a slight crack was later observed on the screen. Customer care provided support that included remote troubleshooting attempts, including restart via the app and use of the charging pad and device replacement logistics. Investigation of this case revealed physical screen damage consistent with a cracked display and a nonresponsive touchscreen, while hardware buttons still produced limited data access such as graphs and insulin information. No clinical symptoms associated with user inability to interact with the touchscreen to unlock or navigate the device. Outcomes included interruption to normal device use without medical intervention. It was concluded, based on previously established findings for similar reports, that device damage to the touchscreen was the likely cause of the failure to operate.